Event description:
It was reported that the right ventricular (rv) lead was placed in the rv apex. Thresholds and impedance were high when measured through the pacing system analyzer. A perforation was suspected. The lead was repositioned. The patient reported feeling faint. An echocardiogram was performed on the table and displayed a pericardial effusion. A pericardiocentesis was attempted. The patient had tamponade and a respiratory arrest. Resuscitation was attempted but failed. It was suspected that a perforation of the rv apex occurred during initial lead placement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.